Event description:
The report received from (B)(4) study indicated that approximately 6 months after pta, the patient died. Cause of death at this time is not available. At study inclusion, the (B)(6) stroke scale score was 3. Pta was performed on a lesion in the proximal right internal carotid artery of 10mm in length in a 5.0mm vessel diameter. The arch ii eccentric lesion was mildly calcified. A 6mm medium support angioguard was successfully deployed followed by deployment of a 3.0x8mm precise pro rx stent. The residual diameter stenosis measured 0%. The angioguard was successfully removed and the patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day and at discharge the (B)(6) stroke scale score was 2.

Manufacturer narrative:
Concomitant medications: angioguard rx, catalog number 601814rmc, lot number 70510501. Heparin was administered during the procedure. Aspirin was administered pre and post-procedure. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(6) study indicated that approximately 6 months after having a stent deployed in the proximal right internal carotid artery the patient expired from unknown etiology. At study inclusion, the (B)(4) stroke scale score was 3. Pta was performed on an arch type ii mildly calcified eccentric lesion in the proximal right internal carotid artery 10mm in length in a 5.0mm vessel diameter. A 6mm angioguard was successfully deployed followed by deployment of a 3.0x8mm precise pro rx stent with a residual diameter stenosis measured at 0%. The angioguard was successfully removed and the patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day and at discharge the (B)(4) stroke scale score was 2. The patients medical history includes previous stroke, contralateral carotid occlusion, severe pulmonary disease, clinical copd, abnormal stress test, congestive heart failure, history of smoking, myocardial infarction and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15177400 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.